Event description:
Reportable based on analysis completed december 5th, 2018. An intellanav oi ablation catheter and a maestro generator were selected for us during an ablation procedure. The catheter failed to communicate properly with the generator. After mapping, attempts at delivering rf energy were unsuccessful due to the apparent communication fault. The generator either displayed temperature out-of-range errors, or "locating catheter" messages after several power cycles. The catheter was eventually replaced with a new catheter and the issue resolved. No patient complications occurred. However, returned device analysis revealed a gap at the butt bond and subsequent body fluid ingress. Visual inspection of the returned device revealed a gap between the distal and proximal shafts at the butt bond. The gap is slightly less than 1 mm wide, exposing the support sleeve under the shaft insulation. There is no visible evidence of adhesive on the support sleeve. A bead of adhesive was present and continuous around the circumference of both the distal and proximal shaft ends. There were two kinks located at approximately 3cm and 6cm from the distal end. There was dried body fluid on the support sleeve at the butt bond. Continuity checks revealed no electrical opens. In the right and left curve positions, as well as the neutral position, all the electrodes, thermocouple, resistor ID, and magnetic sensor are shorted together. The steering knob and the tension control knob functioned properly in both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation tests were not performed due to the breach at the butt bond. However, the catheter was connected to the generator and the generator was able to identify the catheter. X ray revealed a bent center support. The fluid ingress due to the gap at the butt bond is mostly likely the reason for the high temperature errors, as the thermocouple measurements are within specification. The measurements between the thermocouple, the magnetic sensor, and the electrodes are erratic, which is also most likely due to fluid ingress.